Event description:
Note: this report pertains to one of three speedband superview super 7s used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices in the esophagus performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. They used a third speedband superview super 7, but still the bands would not deploy. The devices were checked and tested outside the patient but the bands overlapped. It was reported that the shrink wrap was too tight to the ligator cap. The procedure was completed with a fourth speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands overlapped. Another photo was also provided before the device was opened as it was noticed that the ligator shrink wrap was too tight to the cap.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove as it was too tight to the ligator. Block h10: the returned speedband superview super 7 (ligator housing, handle assembly, and irrigation tube) was analyzed, and a visual evaluation noted that the ligator housing had seven bands attached, some of them were moved and overlapped. The suture thread contained seven knots and was unfolded from the ligator housing. The handle slot did not have marks of the insertion of the trip wire. Per media inspection, one of the photos showed the shrink wrap was partially removed. The returned irrigation tube was in good condition. The device was observed under magnification, and the ligator housing teeth were bent. The suture hole was in good condition. Some bands were found damaged. A functional evaluation was performed by rotating the handle knob, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy and difficult to remove the shrink wrap were confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, the bands on the ligator head were moved, and some bands were damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip inaccurately affecting the functionality of the device. The suture tension may not have been correct moving the bands from their place as if twisting them, bending the teeth, even causing the damage of some bands. Although the photo showed that the shrink wrap was partially removed, indicating that it was not easy to remove, since the shrink warp did not return it is not possible to carry out a more thorough investigation to determine the most probable root cause of the problem "shrink wrap - difficult to remove." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to one of three speedband superview super 7s used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices in the esophagus performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. They used a third speedband superview super 7, but still the bands would not deploy. The devices were checked and tested outside the patient but the bands overlapped. It was reported that the shrink wrap was too tight to the ligator cap. The procedure was completed with a fourth speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands overlapped. Another photo was also provided before the device was opened as it was noticed that the ligator shrink wrap was too tight to the cap.